Manufacturer narrative:
Additional information requested to establish the name of the user facility and any pre-existing condition of the patient. The device sample was received by manufacturer, but the investigation is incomplete at the time of this report. A device history record (DHR) was conducted and there were no issues related to functional issues neither on the product nor its components during the manufacture of the material.

Event description:
The complaint was reported as: during use on a patient the device didn't emit steam/mist or emitted extra low steam/mist. No report of patient injury.